Event description:
Dr (B)(6), (B)(6) performed colonoscopy to thread wire for colon manometry testing. I woke up with ulq pain and was told it was gas. I went to ER that evening. At 1 am a cat-scan showed I was bleeding internally and becoming hemodynamic unstable. I had an open emergency splenectomy 4-5 am (B)(6) 2016. The hospital also gave me a transfusion of the wrong blood type prior to and during surgery.